Event description:
This ra lead was implanted on (B)(6) 2004 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that there was noise on the ra channel that was being detected as atrial tachy response. Also, there was noise on the shock channel but none on the rv. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).